Event description:
A 2.5 mm diameter by 24 mm length s660 stent delivery system was inserted for treatment of a severely calcified lesion in the left anterior descending coronary artery. It was not possible to cross the lesion, therefore, the stent delivery system was pulled back in the coronary artery. Upon removal, the stent dislodged from the delivery balloon. The stent was successfully snared and removed from the patient. The target lesion was subsequently treated with balloon angioplasty. The patient was fine post procedure and there is no additional information from the user facility regarding this event. It was reported that upon removal of the stent delivery system from the coronary artery, the stent likely caught on calcium contributing to the stent dislodgement.